Manufacturer narrative:
Unknown taper; medwatch sent to the FDA on 11/30/2016. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. Device labeling addresses the reported events as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/ stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required. Other adverse events considered related to the lap-band® system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have the device removed due to "nausea, vomiting, abd pain, gerd, band intolerance."

Manufacturer narrative:
Device evaluation summary: a visual examination was performed on the received lap-band with access port I with, taper ii. The port septum and a portion of the port tubing were noted to be discolored, and were brown in appearance. Wear was noted on the port tubing. Needle marks were noted on the port septum. The band was noted to be separated near the buckle. In addition the port tubing was separated from the band tubing. A fill inspection test was performed and no blockage was noted as di water was injected into the port septum, or through the opening of the tubing. An air leak test was performed, and leakage was noted from the band where the buckle was noted to be separated from the ring/shell. Wear/thinning was noted on the port tubing taper junction. The end of the band tubing and port tubing was noted to have a striated surgical end cut, consistent with removal of the device. The shell/ring near where the buckle should be, was noted to have striated edges, consistent with surgical damage. The separated buckle/buckle strap was noted to have striated edges, also consistent with a surgical end cut.

Manufacturer narrative:
Supplement #1: medwatch sent to FDA on 03/13/2017.